Event description:
The customer reported via phone call that the insulin pump alarmed button error and was unable to clear the alarm. The customer's blood glucose was 200 mg/dl. While troubleshooting, the customer explained that the device was in her bra and may have overheated while she was on a hike. The customer mentioned that the device may been pressed on. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at reservoir tube, reservoir tube window, cracked battery tube threads, minor scratches on lcd window, broken belt clip slot and loose/flush drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.